Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted/explanted. The screwdriver for 4.5 mm titanium multiloc screws, self-retaining, 330 mm (part # 03.019.025, lot # unknown, mfg #unknown) was inspected at us customer quality. Upon visual inspection, it was observed that the screwdriver¿s knob (head) was not intact with the rest of the device and the laser weld designed to attach the knob to the shaft is no longer intact. The handle of the screwdriver was not returned. The screwdriver shows signs of minimal wear and no other issues have been identified. The received condition agrees with the complaint description. Dimensional analysis was not performed due to post-manufacture damage of the screwdriver. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history records review could not be performed as the lot number is unknown. The material review could not be performed as the lot number is unknown. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018; a screwdriver for titanium multiloc screws, self-retaining was found broken. The problem was found at sterile processing department next to tray. There was no patient and procedure involved. This report is for one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for (B)(4).